Event description:
The event is reported as: the circuit had a blister on the expiratory limb roughly 4 inches in length. Requested add'l info. No reported pt injury.

Manufacturer narrative:
Sample has been requested but has not been received yet. Investigation is not complete at the time of this report. A follow-up report will be sent when investigation is completed.